Event description:
The patient presented to the ER (emergency room) on the date of this report. The patient was having more pain and thought that the pump was not working. The pain came on gradually beginning in (B)(6) 2015. No pump alarms had been heard and no device troubleshooting had been done. The pump was delivering hydromorphone and bupivacaine. On (B)(6) 2015 it was reported that the patient had been discharged from the hospital, but was re-admitted last night. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices:: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).